Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. Prior to undergoing iol implantation, the patient was known to have a pre-existing capsular bag tear. Immediately following implantation of the rayone emv rao200e into the eye, the surgeon determined that, due to the pre-existing capsular bag tear, the eye did not have sufficient support and therefore explanted the lens. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. There is no fault of the rayner device. The lens was explanted following a surgical assessment that the patient's pre-existing condition meant that the iol would not have sufficient support within the eye.

Event description:
On 29th february 2024, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens had to be explanted immediately following implantation as it was determined by the surgeon that the eye did not have sufficient support for it as a result of a pre-existing capsular tear.